Event description:
It was reported that a patient presented with dislodgement resulting in far p wave over-sensing. X-ray imaging confirmed the dislodgement. The lead was explanted and replaced on (B)(6) 2023. The patient was stable thorughout.